Event description:
User reclined his wheelchair to enter van from platform then in advertently activated the wheelchair forward, at full power, climbing over end barrier, falling to ground and breaking his foot.